Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose levels. The customer states the pump is not alerting for low blood glucose. The customer states the device is not resetting calibration when it's conducted. The customer states their levels had dropped to 47mg/dl and received no alert. The customer states they have received intermittent calibration error alerts. Troubleshoot was conducted. The customer was advised of correct calibration protocol. The customer was advised the sensor is responding to glucose changes.